Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure a patient experienced poor reading vision. An exchange is planned. Additional information was provided by the surgeon that the lens was removed and replaced in a second surgery.

Manufacturer narrative:
Evaluation summary: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge with an unspecified handpiece. Cartridge and handpiece product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a viscoelastic, which is not qualified for the lens/cartridge/handpiece combination used. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).